Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's right radial artery in the operating room and was then transferred to the cctc. At which time, they found the waveform was dampened and they were unable to draw blood. As a result, the catheter was discontinued and a new one was placed in a new insertion site. There was no delay in treatment and no patient death or complications reported.